Manufacturer narrative:
The device was received deployed with blood observed on the adhesive pad. Inspection of the soft cannula did not find it bent, kinked or damaged. The device was leak tested and no tears or kinks were observed that would divert fluid from the intended fluid path. Inspection of the fluid path components found a burr at the tip of the hard cannula. This burr was determined to have contributed to the reported bleeding/bruising at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 296 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. It was also reported that the pod was leaking insulin and the site was bloody/bruised.